Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator went into backup vvi mode during interrogation. No intervention or patient symptoms were reported.

Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2016. The patient tolerated the procedure well.